Manufacturer narrative:
H3, h6) the product ID: 9736403, lot number: 2111f00321, returned to the manufacturer for analysis. In summary, no faults were found. The computer was found to be fully functional despite the 3.5 millimeter (mm) sound jacks that failed, however, this was not associated to the complaint. All other aspects of testing passed. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, multiple annex a codes were coded for this event. A1102 was coded for the  "failure to start dispatcher" message. A110201 was coded for the system not passing boot up. H3, h6: the system was serviced in the field and the computer was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a planned maintenance (pm), the manufacturer representative (rep) booted up the system and could not pass the boot up screen. The boot-up script ran but ended with: "failure to start dispatcher." There was no patient involvement.